Manufacturer narrative:
In follow-up report #1 the date 7/2/2020 was provided in section g4, however on august 25, 2020, it was clarified with the clinical research team that on july 2, 2020 the database is locked which means that no more data can be entered into the study. The data had to be analyzed and reviewed to correlate the device and patient information. This review was completed on july 7, 2020, therefore, the correct aware date for reporting purposes is july 7, 2020. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Additional information: brand name: unknown as information was not provided. Model number: model number is unknown, as product serial number was not provided. Catalog number: catalog number is unknown, as product serial number was not provided. Expiration date: unknown as product serial number was not provided. Serial number: unknown as information was not provided. UDI number: UDI # is unknown as product serial number was not provided. If explanted; give date: not applicable as the iol remains implanted in the patient's left eye. Initial reporter facility name, address line 1, city and state: unknown. PMA/510(k) number: unknown as iol product information was not provided. The product serial number for this device is not available; therefore, no further investigation can be performed. If there is any further relevant information received, a supplemental medwatch report will be filed. Device manufacture date: unknown as product serial number was not provided. (B)(4). All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported a clinical study patient implanted with bilateral intraocular lenses at 1-month visit, complained of severe halos and starbursts at night and during day. There was no plan of surgical intervention. Additional information was received it was learnt that halos very bothersome, difficulty with driving starbursts very bothersome, difficulty with driving, sensitivity to light very bothersome, difficulty with doing anything outdoors, glare related to scattered light very bothersome, difficulty with outdoor activities, driving. Reportedly the uncorrected visual acuity (va): 20/30 right eye (od), and 20/20 left eye (os), best corrected visual acuity (bcdva): 20/20 (od) and 20/20 (os). Additional information was received, and it was learnt that at patient¿s 6-months visit the subject still reports moderately bothered by halos, starbursts, and glare and that all three are causing difficulties. She also checked slightly bothered to sensitivity to light and poor low light vision but checked no as to causing difficulties. Bcdv both eyes (ou) 20/25. No surgical intervention plans. Further it was clarified that at 6 month visit, source indicates symptoms are as follows: moderately bothered by halos and starbursts while driving at night. Moderately bothered by glare when trying to see people in the distance. The subject has now completed the study. The patient has bilateral lens implants. This report captures the iol implanted in the patient's left eye. A separate report will be filed for the patient's right eye. No further information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Additional information: information received that the clinical study was unmasked and the product identifiers were provided. As a result, the following fields have been updated. Section d1: brand name: tecnis synergy with optiblue. Section d4: model #: zfr00v. Section d4: catalog #: zfr00vu250. Section d4: serial #: (B)(6) section d4: expiration date: 3/20/2024. Section d4: UDI#: (B)(4). Section h4: manufacturing date: 3/20/2019 corrected data: section g5: the initial report was submitted under a then unknown clinical study device model. The clinical study has now been unmasked and upon learning the model of the lens (zfr00v), it was realized that this report was submitted for a device that is not same or similar to a marketed device in the united states. Therefore, the reported event is now determined not MDR reportable. No further information will be provided for this event under MDR number 9614546-2020-00082. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted. Placeholder.